Event description:
Analysis of the returned serial cable confirmed that the outer cable jacket of the serial data cable had been pulled back. This was most likely associated with handling and wear; however, the use of the cable still resulted in full product functionality.

Event description:
It was reported that the physician's handheld serial cable was frayed so it was replaced. There were no function problems reported. The frayed handheld serial cable was received for analysis. Analysis is underway, but has not been completed to date.